Event description:
It was reported that the patient had a consult with a healthcare professional (hcp) to remove the pump. The patient had been having migraines for three years and her spinal pressure had dropped from ¿75-80 to the low teens¿. It was indicated that everything else had been tried, so the pump was going to be removed. Two years after the pump was implanted, the patient fell on her bottom on a hard wood floor. It was the only event that they thought could be related. It was stated that the hcp had dropped the drug concentration from 2000mg/ml to 1000mg/ml in the prior month. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8578, lot# n155850, implanted: (B)(6) 2008, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).